Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6)2014.

Event description:
It was reported that the lead was capped due to lead cut. No patient symptoms were reported.